Event description:
Gooseneck snare was being used to snare a .035 angled glide wire in the ivc to pass a catheter over the wire in a child. The angled glide wire after being snared in the ivc was pulled down further into the more inferior portion of the ivc using the snare and snare catheter. Just as the angled glide wire was released from the gooseneck snare and as the snare was being pulled back into the snare catheter, it was noted that a small object was "loose" in the bloodstream (by fluoroscopy). The radiopaque marker tip of the catheter came off and went to child's brain. Tip is now lodged in a branch of the anterior cerebral artery. The decision was made that the risk is too high to remove. The catheter was removed from the body and examined. There was no marker band at the tip. No other damage was noticed to the tip. After confirming the position of the dislodged marker band, an act was checked and additional heparin was given for anticoagulation. The physician contacted the interventional neuro radiology team and discussed the case. An angiogram was performed in the anterior cerebral artery, and it was concluded that the marker band was in the pericallosal branch of the right anterior cerebral artery. Further evaluation from the neuro team showed continued flow through this vessel past the metal band. The physician recommended that any attempt of retrieval of the foreign body in such a small vessel could cause more damage.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.